Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient received a merlin alert for hv lead impedance out of range. Programming changes were recommended. Lead remains implanted.

Event description:
New information notes that the svc channel was programmed off.